Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted (B)(6) 2014; 429688 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that due to the patient's thin skin around the implant and discomfort with a seat belt, the patient has a pocket revision scheduled. No patient complications have been reported as a result of this event.